Manufacturer narrative:
Initial and final MDR 1992470, device 1 of 4.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with four infusion sets. The cannulas were kinked. The event occurred on 12-jul-2024 and 08-aug-2024. Patient noticed symptoms within 3 hours of insertion. The site of insertion was the abdomen. Blood glucose level was between 325 - 325 mg/dl at the time of the event. Patient took correction injection via mdi for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.